Event description:
Customer reported that the probe on the ortho provue analyzer dripped fluid.

Manufacturer narrative:
Customer reported that ortho provue analyzer probe dripped fluid during testing of a cord sample. The customer reported that a clot was identified in the fluidics system. While attempting to troubleshoot the clot, the customer reported that the probe dripped during a wash and prime cycle. The customer immediately aborted testing. An ocd field engineer (fe) arrived on site to evaluate the analyzer. The fe reported that the customer had failed to properly attach a component of the fluidics system to the waste container, causing a break in the fluidics system. The fe correctly seated the connection between the fluidics system and the waste container and returned the analyzer to expected operation. Erroneous results were not reported as a result of this incident. Carry over and/or cross contamination was not reported as result of this incident. The customer reported that the analyzer did not post a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. No malfunction of the analyzer could be identified. Product labeling instructs the customer of the proper procedure for maintenance of the wash container. However, user error during maintenance resulted in probe drip.